Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have been to the emergency room with high blood glucose and diabetic ketoacidosis. Customer reports that sensor was not working and would like to resolve sensor issues. Customer was tired and not able to troubleshoot. No further information provided.